Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using an unknown sized flexnav delivery system. The procedure was challenging due to "the patient's obesity, necessitating dissection of the access site and the use of a sentrant 20f introducer." During procedure, the navitor valve was released up to 80% with no issues; the height was aligned in the cusp overlap without verification of oae. During final release, the valve remained stable, however one of the retainers got stuck in the flexnav receptable and had difficulty releasing. In the final assessment, it was observed that the navitor valve had migrated towards the aorta. "It was not clear at what point the valve migrated." A new unknown sized navitor valve was implanted within the index valve. The patient status was reported as unknown.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using an large flexnav delivery system. The patients aortic valve calcium scoring was 888 mm³ and they had an aortic angle of 60°. The procedure was challenging due to "the patient's obesity, necessitating dissection of the access site and the use of a" 20f non-abbott introducer. During procedure, the navitor valve was released up to 80% with no issues; the height was aligned in the cusp overlap without verification of oae. During final release, the valve remained stable, however one of the retainers got stuck in the flexnav receptable and had difficulty releasing. In the final assessment, it was observed that the navitor valve had migrated towards the aorta. "It was not clear at what point the valve migrated." A new unknown sized navitor valve was implanted within the index valve. The patient status was reported as unknown.

Manufacturer narrative:
It was reported that during final release one of the retainers got stuck in the flexnav receptable and had difficulty releasing. Also reported that in the final assessment, the valve was observed to have migrated towards the aorta. Information from field indicated that the procedure was challenging due to the patient's obesity, necessitating dissection of the access site. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause for reported separation difficulty is consistent with retainer being stuck during release. Based on all available information, the reported migration appears to be related to procedural conditions (interaction with delivery system). The reported surgical intervention was due to valve-in-vale procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.